Manufacturer narrative:
The insulin pump was received with no act and up button response due to unlocked keypad connector on lcd board. The insulin pump was unable to verify for low reservoir alarm due to no act button response. The insulin pump was received with cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the act and up arrow buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir came up and cannot get the cylinder to go back down to get the reservoir back in. The customer had the keypad locked. The customer was assisted with unlocking keypad. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.